Event description:
The customer stated that they have noticed that control and patient results for ion selective electrode sodium had been drifting lower on the c501 analyzer over the previous 3 days. The customer stated that they have had this same issue previously and it was found that contamination was the cause. The customer stated that they repeated patient samples that had questionable results and they needed to correct a total of 22 ise sodium results. The customer provided data for these 22 patient samples and of these, 18 had erroneous initial results that were reported outside of the laboratory. All samples were initially tested between (B)(6) 2016. All samples were repeated on a different c501 analyzer. The repeat values were believed to be correct and corrected reports were issued for these samples. Refer to the attachment for the results from these 18 patient samples. The customer noted that the ise potassium and ise chloride tests were also repeated for these samples and that the repeat results matched the initial results for these tests. Patients one and five were treated with saline based on the erroneous initial result. It was asked, but it is not known if these patients were adversely affected due to receiving the saline treatment. An additional patient was also treated with saline based on a result that had been questioned. It was asked, but it is not known if this patient was adversely affected due to receiving the treatment. No adverse events were alleged to have occurred. The ise sodium electrode lot number that was in use when these 18 patient samples were tested was q88, with an expiration date of 03/01/2017. The field service representative determined that there was a mechanism failure of the gear pump head. He replaced the gear pump head and adjusted rinse dispense volumes. Calibration and controls were within specifications. Precision studies were run and were within specifications. The analyzer was found to be operating as required. The field service representative also performed preventive maintenance on the analyzer on (B)(6) 2016. After this, the customer stated that the ise calibration still had slope flags and the ise sodium control recovery was low. The customer was advised to replace the ise sodium and reference electrodes. After replacing these electrodes, the customer stated that calibration was then acceptable and controls were on the mean for ise sodium. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.